Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the insulation was damaged.

Manufacturer narrative:
Alleged failure: shaft insulation cracked, compromised, broke, or breached (failed insul scan). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause for insulation damage/insulation non stryker part is third party repair. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known because the part number and lot number etchings were not present on the insulation. (B)(4).

Event description:
It was reported that the insulation was damaged.